Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381912 and lot number 3248257. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard winged yel 24ga x .75in adapter/connector was defective/damaged. The following information was provided by the initial reporter translated from chinese to english: when a nurse in the endocrinology department of (B)(6) was inserting a catheter into a patient, she found that the heparin cap could not be connected normally after puncture. She then pulled out the catheter and replaced it with a new indwelling needle for puncture.